Manufacturer narrative:
As of 12/01/2017 unused returned product and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer stated that product caused a rash on his skin. In addition, consumer also stated that product ripped his skin off.